Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with tobramycin (50 mg daily for 3 days and route not reported) and cefazolin (1.5 gm daily for 14 days and route not reported) for the event. On a later date, the patient recovered from the peritonitis and was discharged from the hospital.